Manufacturer narrative:
A clinical review of the file was performed; however there was insufficient information to determine if the device use contributed to the outcome of the patient. Physio-control examined the customer's device but was unable to verify, nor duplicate, the reported failure. Physio observed that the unit was able to successfully charge and discharge defibrillation energy without discrepancy. After observing proper device operation through functional and performance testing the unit will be returned to the customer for use. After multiple attempts, physio-control has been unable to contact the customer for additional information regarding the reported issue. The cause of the reported failure could not be determined.

Event description:
It was reported that the device delivered one defibrillation shock and another four minutes later; however there were multiple failures to deliver defibrillation shocks between the two. The patient was not resuscitated. There was no adverse event reported as the result of the device use. No further information regarding the patient or the event were provided.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.